Event description:
The customer reported getting no delivery alarms after using her new box of quick infusion sets. The blood glucose reading was 154 mg/dl. The customer stated that she tried a new infusion set and it worked fine. Advised the customer to call us back when the alarms occurred to troubleshoot the problem. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no problem has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.